Manufacturer narrative:
The instrument was returned and evaluated. The complaint of the wrist of the instrument not rotating could not be confirmed. The instrument was placed on an is3000 system and driven. Recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observations not reported by site were tube damage and a bent bipolar pin. The distal end of main tube has a couple scratch marks with light material removal. The scratches were .150 in length and not aligned with the tube axis. The bottom bipolar pin was bent upwards. A bipolar cord could not be fully installed as a result. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wrist of the fenestrated bipolar forceps instrument was not rotating. The instrument was not used. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.